Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap s/t 30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and corrosion on metallic surfaces. Additionally, dust/dirt contamination found inside the device during the device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. The third-party service center confirmed there was no evidence of sound abatement foam degradation inside of the device assembly. Secondary findings included the power connector of the unit was corroded, the unit would not power on and the error log code was unable to be accessed. Corrosion was found on metallic surfaces. The unit was scrapped.